Manufacturer narrative:
The system was inspected on-site by a medtronic representative, and the batteries were determined to have caused the reported error. This occurred during scheduled preventative maintenance. The parts were replaced and the system functioned normally following part replacement. Part return has been requested, but no part has been received for analysis.

Event description:
A medtronic representative reported that a critical battery error message was displayed on the system pendant while performing scheduled preventative maintenance. No patient was present when this was discovered. No additional information is known at this time.